Event description:
It was reported the patient presented to the clinic complaining of syncope. An ECG confirmed the device was no longer pacing; the patient's intrinsic rhythm was 40 bpm. The clinician attempted to interrogate the device but, was unable to establish telemetry with the device. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.